Event description:
Patient had fallen on the playground at school and hit her shin on a railroad tie that was on the playground. She said the shin was bruised, so the school nurse applied a jack frost cold pack to the area. Reporter said the nurse told her that patient almost immediately broke out in hive-like bumps, and the nurse removed the pack as soon as she saw them. The nurse told her the welts went down after the pack was removed, but the leg had a large red area that was painful to the patient. The nurse applied first aid cream to the area that was red. Reported said the next day the leg was blistered in the area and a clear fluid drained out of it. When she called here 8 days later she said that the blisters were gone, but the leg was still red and they were taking patient to the doctor. She said the nurse had thrown the pack away. She also said the nurse had told her that they put the cold packs in a clean ziplock bag each time they use on a patient so there will be clean ziplock plastic between the pack and the child. The nurse said she did not see any evidence that the pack leaked.